Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp. It was reported that the device has been dead 5 years ago. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for interstim - other. Hcp said the device quit working four or five years ago. No other device related information was provided to the manufacturing company except it "quit working." The caller indicated that they decided not to take it out. No patient symptoms were reported and no further complications have been reported as a result of this event.